Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside of the pt at 26,000 joules. Also, it was reported that the fiber cap/tip was retrieved. No pt injury was reported. The device was not returned for eval.